Manufacturer narrative:
The bench repair engineer performed a complete inspection of the device and determined that many parts (including dfm100 assy processor, dfm100 assy therapy, dfm100 pca I/o, dfm100 ac power module, dfm100-cbl ui to processor pca 2.1, dfm100 assy printer). The therapy capacitor was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was resolved by replacing those all six parts.

Manufacturer narrative:
Reporter first name(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the processor pca is defective and it needs to be replaced. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.